Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implantable pump for non-malignant pain. It was reported the patient went in for a magnetic resonance imaging procedure (MRI) to evaluate their pump about three weeks earlier, relative to (B)(6) 2019, and "it did something to the pump ... Turned it off." Of note, it was also reported by the consumer that the MRI occurred the week before. It was reported the pump started slowly dying. As of 2am (B)(6) 2019, it was reported the pump officially quit altogether. It was reported the pump started to alarm on (B)(6) 2019. The patient went into immediate, violent withdrawal and was rushed to the emergency department. It was reported the patient's normal surgeon, who ordered the MRI, was not available. It was reported that the patient was instructed by the physician that the current medical situation was not good (having the pump in him when it was not working like that), and that he needed to be pulled into emergency surgery as soon as possible. It was reported the patient's doctors were trying to find a surgeon to perform the surgery. It was reported by the consumer that the patient was in a grave situation. The consumer stated the patient was stable currently, but they did not know what the near future was going to look like. The patient was in horrible, excruciating pain. It was reported the patient was very sick and was experiencing extreme withdrawals, and had almost died. Patient services offered and sent physician listings to the consumer, and reached out to the field to assist in locating a surgeon. Additional information was then received from the consumer later in the day. The consumer stated the staff at the emergency department had called the manufacturer the day before and they were told that the pump should have expired last (B)(6) (2018) (patient services checked the calls from this time and were unable to identify any calls documenting the information). The consumer stated the doctor had determined that the pump expired in (B)(6) 2018, and the consumer stated they were told by the manufacturer that the device would not expire until (B)(6) 2019. The consumer also reported when the patient last saw their refill healthcare provider they were told by the doctor that the patient would need to have the pump replaced before this coming (B)(6) 2019. The consumer stated they were being told inconsistent information. The consumer had been unable to locate a surgeon. It was reported the patient was provided with two dilaudid pills which did not relieve the withdrawal symptoms. The consumer planned to contact the patient's primary care doctor for direction. Additional information was received on (B)(6) 2019 from a manufacturing representative. It was reported the rep was able to assist the patient with finding a doctor who planned to replace the pump (B)(6) 2019. No further complications were reported or anticipated. Additional information was received from the rep on (B)(6) 2019. It was reported that the pump was replaced on (B)(6) 2019. The rep was not aware of the date of device expiration. Per the information that the rep had, the end of service/end of life reached prematurely. The rep had not interrogated the device, the doctor¿s office did interrogate the device. The pump was not released to the rep, as the hospital wanted to ¿process the pump.¿ the patient was ¿doing well¿ at the time of the report. The information was confirmed with the physician/account. There were no further complications reported/anticipated.